Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0x220x90 sterling balloon catheter was advanced for dilation. During first inflation at 6 atmospheres for 3 seconds, the balloon ruptured in a pinhole form at the middle. The device was removed using normal method without issue, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.